Event description:
It was reported the impactor peg was found fractured prior to surgery. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 complaint can be confirmed through the returned product analysis. The peg is also fractured at its base and not all pieces were returned. Visual examination of the returned product identified the impactor shows signs of use as well as wear and tear. There are scratches and gouges on the polished surface. The inserter slot also has scratches and discoloration. The device has discoloration in several areas. All product identifiers and one measurement were confirmed to be conforming to the print. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.